Event description:
Edwards received additional information indicating the implant duration of this device was twelve (12) years, three (3) months.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the x-ray demonstrated moderate to heavy calcification in the cusp area of two (2) leaflets and minimal calcification in the cusp areas of the other leaflet. The x-ray also demonstrated wireform distortion and two (2) commissures were bent inwards. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets, one on the outflow aspect and the other on the inflow aspect. Host tissue was minimal around the stent circumference at the outflow aspect and heavy on the inflow aspect. The sewing ring was received cut around two (2) leaflets and the wireform was exposed around one leaflet on the outflow aspect. Method: x-ray. The clinical observation of calcification could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after approx. Eleven (11) years, three (3) months due to calcified leaflets. This was replaced with a 27mm pericardial bioprosthesis. The patient remained stable and was returned to the surgical intensive care unit.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR # 2015691-2015-01161. Describe event of problem : edwards received additional information indicating the implant duration of this device was twelve (12) years, three (3) months. Implant date : (B)(6) 2003.